Event description:
It was reported that another vamp with blood in the plunger chamber. No patient complications reported.

Manufacturer narrative:
We received one single dpt - vamp adult kit for examination. Dry blood was visible inside of the vamp system, dpt zero-stopcock and distal tubing connector. Dry blood was evident on the plunger side of the blue seal and on the inside of the contamination shield. Blood was evident between the seal and reservoir. It was apparent that blood had leaked past the blue seal to the plunger side and out of the reservoir cap into the contamination shield. A simulated use test was performed to the vamp system in attempt to recreate how blood passed the seal into plunger side. There was no leakage detected past the seal during simulated use test if IFU recommendations were followed. It is recommended by IFU to smoothly and evenly move the plunger at rate of 5ml per 3-5 seconds during aspiration and injection of blood from the reservoir. Air leaked past the seal during aspiration and fluid leaked past the seal during injection if the plunger was pulled and pushed unevenly. Leakage occurred at both round ends of the seal. The seal and attached plunger were removed from the reservoir for visual examination. The wiper of the seal at location of leakage appeared shorter than expected. It was not possible to compare the seal dimensions with the applicable drawing because the seal was not in its original condition; after assembly, the seal is compressed inside the reservoir. The investigation determined that the root cause of the short wiper gasket was related to the molding of the seal at the component supplier. A new mold was qualified and implemented at the end of january 2013. Because the lot number is unknown, it is not possible to determine if the unit was manufactured before or after the corrective action.